Event description:
Boston scientific crm received information that this pt had severe tricuspid regurgitation. As a result, the right ventricular lead became dislodged resulting in loss of capture. Therefore, this lead was explanted.